Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Please note that the customer reportedly experienced a loss of consciousness 4 separate times due to the same sensor detachment issue. This report covers 4 of 4 times. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached prematurely on the 12th day of wear. The customer was unable to monitor glucose via sensor scan, and experienced a loss of consciousness. It is unknown if customer required third-party intervention for this, or was able to self-treat. There was no report of death or permanent injury due to this event.